Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. The arctic sun 5000 was evaluated. This error 1 occurred during the pre-warm phase. Nominal flow vs bypass flow issues were found, circulation pump issues. Circulation pump was serviced. Completed the 2000-hour pm procedure on the device. The double bend tube and the chiller evaporator outlet tube were expanded. Tank seals were lifted. Serviced the mixing pump sn: (B)(6), replacing heater lot: 1734 with lot: 2330, and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to tears and lifting from the tank. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID#: 0626. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated arctic sun device was ran the calibration and got the error 1(patient line open). The biomed stated the error was occurred during the pre-warm phase per sample evaluation results on 07nov2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded. Tank seals were lifted. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated arctic sun device was ran the calibration and got the error 1(patient line open). The biomed stated the error was occurred during the pre-warm phase.